Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was prompting the battery indicator. The medical surveillance specialist (mss) was unable to reach the lay user/ patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2010 (time unknown). The patient manages his diabetes with insulin (self adjuster). The patient denied taking any action in response to the alleged meter issue and consequently, at an unknown time later, the patient claimed he experienced blurry vision. The patient denied he received any treatment after the alleged meter issue began. At the time of troubleshooting, the csr noted that the subject meter's battery did not need to be replaced per the owner's booklet recommendation, the patient was not using the subject meter for the first time, and there was no misuse if the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Follow up # 1/supplemental report text-12/08/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have capacitor failure. A secondary issue was also noted as a battery low/dead. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The implantable neurostimulator (ins) was loose in the pocket; it had flipped or changed positions. It was noted that the pt's ins battery was 80% used. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.